Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Correction to the initial MDR in block g3 (bsc aware date) g3 should have been (B)(6) 2023.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the patient was experiencing a pinching sensation near the ipg site. It was also stated that the ipg was taking longer to charge. The explanted device was not returned.